Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse of peritonitis. The patient experienced peritonitis on (B)(6) 2012. The patient was hospitalized on (B)(6) 2012. The nurse reported that the cause of peritonitis was due to a history or (B)(6) in the blood. The patient was recovering. According to the nurse this event was related to the pd solutions the patient was on. No further information was received.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h11l08071. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.